Manufacturer narrative:
This MDR serves as a correction: upon reassessment, this event has been deemed not reportable and not a complaint. The device was received within specification for occlusion as demonstrated on (B)(4). This device was originally returned for a battery complaint. The occlusion failure was introduced during the service and repair process. The occlusion failure that occurred after the motor replacement as documented in (B)(4) is not a valid allegation. Reference to complaint # (B)(4).

Manufacturer narrative:
During routine preventive maintenance (pm) testing at intuvie, the infusion pump failed the 30 psi occlusion test, recording a pressure of 21.210 psi which is outside the acceptable range of 22 to 38 psi. A review of the device¿s serial number history revealed no similar complaints. The failure mode was confirmed and determined to be an out-of-calibration condition. The issue was successfully resolved by recalibrating the 30 psi calibration value from 335 to 322. Following the recalibration, the device passed the 30 psi occlusion pressure test at 22.700 psi, which is within specification. CAPA-15 was initiated to investigate the root cause for this failure mode. Reference to complaint # (B)(4).

Event description:
During routine preventive maintenance (pm) testing at intuvie, the infusion pump failed the 30 psi occlusion test, recording a pressure of 21.210 psi which is outside the acceptable range of 22 to 38 psi. A review of the device¿s serial number history revealed no similar complaints. The failure mode was confirmed and determined to be an out-of-calibration condition. The issue was successfully resolved by recalibrating the 30 psi calibration value from 335 to 322. Following the recalibration, the device passed the 30 psi occlusion pressure test at 22.700 psi, which is within specification. No patient involvement was reported.